Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Technical support reviewed the customer's data and advised the customer to monitor the samples. No further action is required. The most probable cause for quality control shift was a data review was required.

Event description:
On (B)(6) 2016, a customer reported a quality control shift on the br40310 on the aia-900 instrument. The customer bleached the instrument, made new fluids and fresh controls, ran acid thru substrate line, made new substate. The customer is unable to run patient samples on cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.